Event description:
On (B)(6), 2006, the pt underwent repair of a 43 mm x 50 mm abdominal aortic aneurysm. On (B)(6), 2008, the pt underwent a f/u computed tomography that revealed a type ii endoleak with no aneurysm growth. On (B)(6), 2011, the pt underwent a f/u computed tomography that revealed a type ii endoleak with the aneurysm measuring 46 mm x 61 mm. On (B)(6), 2011, the pt underwent a f/u computed tomography that revealed type ii endoleak. On (B)(6), 2011, the pt underwent a reintervention where coil embolization was performed on the inferior mesenteric artery. Two add'l gore excluder aaa endoprosthesis were implanted. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l device: 04483542/(B)(4).